Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. The redundant power source will continue to supply power to the pump. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the controller's ac adapter was damaged upon removal from the box. After inspecting the controller, it was noted that the adapter's power connector was bent and unable to connect to power outlet. The device was not dropped or damaged after opening the box. The device was exchanged with no reported patient consequences.

Manufacturer narrative:
It was reported that the ac adapter was damaged upon removal from the box and upon inspection the connection to plug the ac to wall was bent and therefore unable to connect the power cord. The controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event.  Failure analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be confirmed. Events involving a damaged controller ac adapter output cable are most often attributed to a tear on the output cable due to the handling of the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.